Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported by the customer that they do not believe their insulin pump is functioning properly due to low blood glucose levels. Customer was advised to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be flush with the device. Next, customer was asked to check insulin amount on display screen. Customer stated display screen showing accurate amount of insulin available. Customer stated they would still like the device replaced. Blood glucose level was 41 mg/dl at time of reporting. Nothing further reported.